Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The pedal that delivers tumescent through tubing was not activating the tpump. Customer believes the issue is coming from the pedal of the tpump. The device was not in use yet on the patient. The event occurred when trying to prime the tubing but the pedal would not initiate the prime for the pump. The physician brought in a pump from another room to complete the case. Evaluation summary: a sample was received for evaluation and the complaint was confirmed. The pump head roller did not function properly. The foot pedal and potentiometer control were found defective.